Manufacturer narrative:
(B)(4).

Event description:
During implant procedure, the physician was unable to push end of the extension into the neurostimulator. He tried several times and released screws of both channels. A new extension was used and slipped in fine.